Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the delivery balloon. The vascular access site was the left femoral artery. The 100% stenosed (chronically occluded), eccentric target lesion was located in the calcified and tortuous left anterior descending artery (lad). The lesion was 24mm in length and the reference vessel was 3.0mm in diameter. A 7fr xb 3 guide catheter and a non-bsc .014x180cm guide wire were advanced to the lesion site. The lesion was then pre-dilated with an apex flex 1.5x8.0mm balloon and a maverick 2 2.5x20mm balloon. Immediately after predilatation the stenosis was 60%. An attempt was made to advance a veriflex 2.75x32mm stent to the lesion site. Resistance was met during advancement and it was noticed the stent had moved on the balloon. The decision was made to deploy the stent at that time in the proximal lad and not in the intended location. The stent was post-dilated with a maverick 2 3.0x15mm balloon. Another stent was advanced but would not cross the lesion site therefore another non-bsc 3.0x12mm stent was used to complete the procedure. No patient complications were reported and the patient status is reported as "fine".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).